Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that a (B)(6) male patient, bmi=28.9 and highly active, had initial left total hip procedure with continuum cup and biolox delta head on (B)(6), 2015 and reported thigh pain in (B)(6) 2016. No revision surgery happened. Review of received data: 1 pre-op x-ray and x-rays dated (B)(6) 2015 and (B)(6), 2017 were received. No abnormalities can be observed related to the ceramic head. It is correctly centered in the acetabular component. Surgical report dated (B)(6) 2015: pre-op diagnosis: degenerative joint disease left hip operation: excellent fixation of acetabular component. Supplemental screws utilized. Liner inserted. Femoral stem and head assembled. Excellent range of motion and stability of the hip achieved. Equal limb lengths. The final components used as size 56-mm continuum acetabular shell, 56 x 36 neutral vivacit-e acetabular liner, size 16.25 m/l taper femoral stem. The neck length was standard. Head was 36 x -3.5 delta ceramic. All components were manufactured by zimmer biomet. No complications observed. Devices analysis: no product was returned to zimmer biomet for in-depth analysis review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will be re-evaluated. However, all possible causes that might be leading to the issues reported are listed in dfmea. Conclusion summary: according to the event, patient has experienced groin and anterior pain approximately 1 year post-op. No revision surgery planned. Received pre/post-op x-rays and primary tha report do not lead to any hint why the patient experienced pain. It is also reported that the patient has high bmi=28.9, which is classified as over weight, is highly active and doing vigorous recreational activities. It is possible that those factors might have contributed to the experienced pain, however, it cannot be confirmed. The investigation of the other components of the tha is covered in zimmer biomet inc., warsaw split case reference (B)(4). Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported that the patient was implanted a bioloxâ® delta, ceramic femoral head s, ã¸ 36/-3.5, taper 12/14 on the left side on (B)(6) 2015. Currently, the patient is being monitored due to pain.